Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant, the right ventricular (rv) lead exhibited dislodgement. The physician could not determine how much the helix was screwed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.